Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no damage. The customer's reported issue could not be duplicated. Investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have been delivering inaccurately. It was reported that the cartridges were "not consumed as before." Per reporter it was unknown if the pump was over or under delivering medication. The pump's programmed settings were reported as: morning dose 3.0ml, continuous dose 3.4ml/hr, extra dose 2.00ml, lock out level zero (0), with lockout for morning dose at twenty (20) hours and extra dose at one (1) hour; sixteen (16) hour infusion. No adverse patient effects were reported.